Manufacturer narrative:
The device was returned to the manufacture and there were no signs of substance or residue on the device. The device was repaired and returned to the account.

Event description:
It was reported that after cleaning, the handpieces seemed to be leaking a brown or black fluid out of the bottom of the handpiece. There were no adverse consequences or pt involvement related to this event.